Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure.according to the complainant, during the procedure, the wire within the handle broke; nothing detached into the patient. The procedure was completed with another dreamtome rx sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Per the clinic, the patient was explanted due to a severe infection. Antibiotics (type not reported) were administered but did not alleviate the infection. The device was explanted apr(B) (6) 2010 and the contralateral ear was implanted (B) (6) 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4).